Event description:
It was reported that the device was used during a low anterior resection. It was reported that the staple line was leaking. Unknown how the case was completed. Unknown pt consequence.